Manufacturer narrative:
One opened and used reservoir was evaluated. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a test insulin pump. A manual prime was performed. Visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. It was suspected that the insulin was not being delivered from the insulin pump, but no alarm was given. The blood glucose reading was not given. A nurse delivered insulin with the insulin pump not attached and noted insulin exited the tubing. The reservoir will be replaced and returned for analysis.